Manufacturer narrative:
Complaint internal reference: (B)(4).

Event description:
It was reported that, after a tha construct had been implanted on the patient¿s left hip on an unspecified date, the patient experienced metallosis. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. During this procedure, the acetabular liner and the cobalt chrome femoral head were explanted and replaced with a new polyethylene liner and a ceramic femoral head with a sleeve. Intraoperatively, corrosion was noted at the stem taper, although this component was well fixed and there was no need to remove it. Soft tissues around the hip were noticed to be intact. The patient¿s outcome is unknown.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the clinical information provided, of the corrosion at the taper of the stem may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal has been identified as a adverse events in primary and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include abnormal motion overtime, patient reaction or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.